Manufacturer narrative:
Occupation: patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a patient call that on (B)(6) 2011, patient underwent an unspecified surgery using cobalt rods. In (B)(6) 2017, the patient was getting out of bed and had excruciating pain shoot up her back. She continued to stay in pain. She went to the doctor on (B)(6) 2018 and the an x-ray exam was done. One of the rods was found broken in her back. In (B)(6) the 2nd rod was also found to have broken and protruded through her back. On (B)(6) 2018, the surgeon went back in and did a 2nd surgery. Patient stays in pain and had 2 surgeries as a result of the rod breakage. No other info was available.